Manufacturer narrative:
Investigation is pending. Usage of product is unknown. No information provided to abbott spine.

Event description:
In 2007 the disassembled screws were returned to abbott spine. No additional information was provided. Requests have been made for additional info and none has been provided.